Event description:
Iacs displayed pacer spikes, with pacer detection on, however, the pacer spikes were not visualized at the ics. During further review of full disclosure sparse pacer spikes were present.